Manufacturer narrative:
Due diligence for additional information was executed. Supplemental report(s) will be filed as any further information becomes available. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is worn and excessive charred marks with exposing metal. Additionally, the exposed metal on the jaw cause a short circuit error when the jaw was fully closed due to the metal to metal contact and the seal or seal & cut button was activated. The distal end of the device was inspected under a microscope and found also excessive charred marks to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the similar reported events, the cause for the worn teflon pad is determined to be attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
As reported for this event, during the therapeutic laparoscopically assisted vaginal hysterectomy (lavh) procedure a seal short circuit error code 511 was observed for the device on the generator. Same thing reoccurred after the device was cleaned. There was no adverse impact to the patient. The procedure was completed with a similar device. The device was inspected prior to use. There were no abnormalities observed. The generator settings were 3-seal and cut, 1-seal. The connection points to the generator were inspected. There was no cable damage observed. The transducer cords or the cords of any other medical device were not bundled during use. The surgeon was trained on the use of the device but not experienced in the use of the device.